Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate accuracy test" was not reproduced. Evaluation sent the device for flow accuracy testing at a delivery rate of 40ml/hr with a volume to be infused of 40. The results were 38.297 with error percentage rate of -4.2575%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test during testing in the biomedical service department. The volume to be infused was 20 ml at 40 ml/hr and the infused amount was above 21 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6 and h11. H11: the event history log was completed and in the last day of customer use, the user programmed one infusion with a rate of 40 ml/hr with a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption or abnormalities. Should additional relevant information become available, a supplemental report will be submitted.